Event description:
User states throttle gets stuck on jacket. Pocket belt and button holes, would like to know if we could change design to have more of lever design. She got stuck in bathroom and ran into door. She fell off, she was black and blue.